Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device found that the tube was separated from the cone and also observed that the device had a drilled neuro-tip. Therefore the reported condition was confirmed. It was determined that the retaining pins were sheared off causing the device to come apart. It was determined that the issue with the retaining pins was consistent with mishandling by twisting the device causing the pins to shear off. It was determined that the issue with the drilled tip was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. The attachment could be forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the neuro-tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro tip. The assignable root cause was determined to be due to component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the craniotome device attachment came apart. It was reported that there was no delay to the scheduled surgery and a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.